Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that device overheated while cutting bone during a spine procedure. The device was replaced during a break in the case. There was no medical intervention required and no delay in the procedure.